Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 28-38mmx2.75-3.5mm, eccentric, de novo target lesion with a bend of 45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.